Manufacturer narrative:
E1: initial reporter address: (b))6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a midline catheter was blocked and not flushing during use of an unspecified elastomeric device. This was observed during patient infusion with 800mg daptomycin. There was no report of patient injury; however, the line was flushed to resolve the event. No additional information is available.